Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that the suspected cause for high threshold was due to a kinked lead. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. A set screw mark noted in terminal pin. The lead passed both resistance measurement, hipot and pressure test. Laboratory analysis confirm the reported allegation.